Manufacturer narrative:
Results of device evaluation indicated that a third party battery (life-cel battery) had been used in this device as a replacement for cardiac science first save survivalink battery. This battery failed during the rescue. The battery is incompatible with our device. The device worked as designed.

Event description:
It was reported to the manufacturer that during an attempted rescue by the police, the AED did not function properly. The pads were placed on the pt, and the AED began to go through it's voice prompts, do not touch pt, analyzing pt, pause, analyzing pt... . And AED stopped, quit. The unit never delivered a shock.